Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the USA. A request for the device history review for this lot has been made. The examination of the returned instruments revealed that the tips are broken or deformed. The cause is unknown; there is evidence that the damages were caused by excessive forces during usage. Since the instruments were hired, the damages were likely caused by frequent usage. There was no product error.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on an unknown date, the two vertebral distractors both had the tips of the instrument broken. There were no fragments that remained in the patient. This is report 1 of 2 for complaint (B)(4).